Event description:
It was reported that during an anterior cervical discectomy surgery, it was observed that the attachment device would ¿not secure burrs¿. According to the report, a burr was already in the device. When the surgeon attempted to remove the burr and insert a new burr, it was observed that the new burr could not be inserted into the attachment device. The reporter stated that "the burr would not fit into the handpiece". The type of burr was not reported. As a result, there was a five minute delay to the surgical procedure. A spare device was available for use. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be normal wear of component parts. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.